Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used single lumen hypodermic needle was returned for evaluation. Visual inspection revealed no discrepancies. Functional testing was performed, and no fault was found. The device functioned as intended. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a jelco® saf-t wing® blood collection and infusion set safety was unable to be fully activated immediately after a venipuncture. It was noted that it was unusually difficult to activate the safety when steadying the needle and pulling back on the tubing. The safety did not cover the needle as intended. No patient injury was reported. See MFR: 3012307300-2017-00755, 3012307300-2017-00756, 3012307300-2017-00757, and 3012307300-2017-00758.